Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken flexible cannula is confirmed; however the cause is unknown. 18 sealed navarre percutaneous billiary drainage catheter kits were returned for evaluation. The samples were inspected through their packaging. The clear flexible cannulas of sample 1, sample 2, sample 3, sample 4, sample 5 and sample 6 were observed to be broken with sharp and uneven edges. Sample 7 was also opened and it was observed that the flexible cannula was bent near its distal tip, however no other damage was observed. Sample 8 through sample 18 were opened and the flexible cannula in each kit was observed to be undamaged. The flexible cannulas of sample 7 through sample 18 were bent and were observed to snap and break easily. Multiple small pieces were observed to break off of the cannulas as they broke. A microscopic observation revealed the fracture surfaces of the flexible cannula of sample 3 were sharp, uneven, and granular in texture. The shattering of the cannulas observed when the returned samples were purposefully broken is evidence of embrittlement of the flexible cannula material; however the cause of this embrittlement is unknown. The samples were forwarded to the manufacturing facility for further review. A lot history review (lhr) of gfaz1408 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (gfaz1408) have been reported from the same facility.

Event description:
It was reported that the plastic fixator of the device broke easily. Device was not used on a patient. This report addresses device five.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfaz1408 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (gfaz1408) have been reported from the same facility.

Event description:
It was reported that the plastic fixator of the device broke easily. Device was not used on a patient. This report addresses device five.